Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c331. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a living donor nephrectomy, on the first firing of the stapler, the jaws locked out and the blade didn't return after firing. The doctor used the manual override to remove the device from tissue. A second like device was used to complete the procedure. There were no patient consequences reported.